Manufacturer narrative:
Findings: pump received with low battery alert, problem isolated to lcd board. Pump was programmed with test mini link and the glucose sensor simulator. Pump communicated properly with glucose sensor simulator and display the 100 value properly on display graph. Pump received with cracked belt clip slot, cracked reservoir tube lip, and minor scratches on display window noted.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose was unknown mg/dl. Customer is calling back because replacement battery cap did not resolve the issue. The battery currently use is aaa alkaline battery. The battery did not last more than one week. The customer was advised that the device need to be replaced. The customer was instructed to return pump with battery cap and batteries intact and to zero out basal rates.